Manufacturer narrative:
(B)(4). The exact date of the event is unknown. The sample was not received for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition could not be confirmed and a root cause could not be identified.

Event description:
It was reported that a one-link intravenous connector would not accept a non-baxter syringe onto the valve. Prior to use the user forced the syringe onto the connector, which causes it to be "crooked." There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.